Event description:
It was reported that during a surgical procedure at the user facility the product overheated. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Evaluation in progress.

Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility, the product overheated. The user facility was not able to provide any further information regarding the reported event.